Manufacturer narrative:
The insulin pump was received with frozen display due to faulty mother board. The pump was unable to verify unresponsive buttons due to frozen display. The keypad traces and keypad connector was inspected and no anomalies were noted. The pump was unable to perform basic occlusion test, occlusion test, and prime test, excessive no delivery test and displacement test due to frozen display. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was over 500 mg/dl. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer declined high blood glucose troubleshooting.